Event description:
It was reported the patient¿s pump quit on her four years ago and ¿no one knew it, they kept filling it up¿. The patient reportedly had kept falling. The health care provider (hcp) didn¿t tell the patient what was wrong with the pump. No further information was provided. The device system was currently used to deliver baclofen. It was noted the patient had the device to treat severe spasticity following a spinal cord injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j0058136r, implanted: 2001-(B)(6), explanted: 2013-(B)(6), product type catheter.